Event description:
It was reported that a right ventricular leadless pacemaker (lp) delivery catheter had difficulties crossing the patient's valve during the lp implant procedure. Physician suspected the catheter was too long and patient had an abnormal anatomy. Patient complained of pain during multiple attempts to maneuver the lp, so the case was abandoned. Patient was stable.